Event description:
During treatment to the bilateral common iliac artery (in-stent restenosis), it was reported that a powerflex pro balloon separated in the patient. Distal end had to be snared out from the patient. There was no patient injury reported. No anomalies were noted on the powerflex pro balloon catheter when removed from the package. . The powerfelx pro was inserted through the stopcock. There was no resistance met while advancing the device over the guidewire. It is unknown if torquing was required. The target lesion¿s characteristics are unknown. The vessel was noted to having severe angulation. The device was not used for a chronic total occlusion. It is unknown approximately how far from the distal end did the device separate. It is unknown if the balloon was caught in the lesion. The device did kink in the area of separation. Resistance was met while withdrawing the device, it is unknown if it was from the vessel or with a concomitant product. The balloon was not caught in a deployed stent. The device will be retuned for analysis. Additional information received indicated that the in-stent restenosis was of an unknown genesis stent. The separation occurred following inflation. The balloon did inflate. It is unknown at what point of the procedure the separation occurred. Resistance was met when withdrawing the device from the vessel. The separation was of the balloon.

Manufacturer narrative:
The patient's gender is unknown. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00112 and 9616099-2014-00202. Complaint conclusion: during treatment to the bilateral common iliac artery (in-stent restenosis of an unknown genesis stent), it was reported that a powerflex pro balloon separated in the patient. Distal end had to be snared out from the patient. There was no patient injury reported. The target lesion¿s characteristics are unknown. The device was not used for a chronic total occlusion. The vessel was noted to have severe angulation. It is unknown if torquing was required. No anomalies were noted on the powerflex pro balloon catheter when removed from the package. The powerfelx pro was inserted through the stopcock. There was no resistance met while advancing the device over the guidewire. The separation occurred after inflation but the exact point in the procedure is unknown. It is unknown approximately how far from the distal end did the device separated. It is unknown if the balloon was caught in the lesion. The device did kink in the area of separation. Resistance was met while withdrawing the device, it is unknown if it was from the vessel or with a concomitant product. The balloon was not caught in a deployed stent. The device will be retuned for analysis. (B)(4): the unknown palmaz genesis was not returned for analysis nor was the lot number provided; therefore, a DHR and analysis could not be conducted. The reported ¿pta system kinked/bent¿ and ¿balloon separation¿ was confirmed through analysis of the returned device. The ¿pta system withdrawal difficulty-from vessel¿ could not be confirmed since the od proximal seal was found within dimensional specification. The exact cause could not be conclusively determined. Based on the information available for review, factors contributing to the difficulty experienced by the customer could not be determined; however, the analysis notes evidence of elongations suggesting the procedural factors and/or handling factors may have contributed to the separation of the device. Controls are in place to prevent defective balloons and body shaft damage from leaving the manufacturing facility. Neither the product analysis nor the manufacturing suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Additionally, in-stent restenosis of an unknown palmaz genesis stent was reported. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent.